Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory that the allegation was confirmed. There was error code message upon interrogation of the device. Some parts were shorted and burned up damaging some chips or parts. Analysis verified that all other printed circuit boards were not damaged. The burnt up part was replaced and the programmer passed incoming tests.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory that the allegation was confirmed. There was error code message upon interrogation of the device. Some parts were shorted and burned up and damaging other parts. A part was replaced and the programmer passed incoming tests. Additional product analysis indicates that the programmer failed a test. A part for radio frequency function was replaced.

Event description:
Boston scientific received information that the programmer's (prm) screen displayed an error code. The field representative was using the prm then heard a pop and smelled something burning. The representative power cycled the prm and tried to interrogate but the screen was black with an error message. The representative will return the programmer. The programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--